Manufacturer narrative:
(B)(4). Evaluation of the incident grounding pad found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Event description:
The customer reported that during a procedure, the patient received a burn on the abdominal area. Additionally, the physician was burned on his hand/fingers. The degree of burn was not reported. The patient's condition is being monitored. The grounding pad had been placed on the patient's thigh. The burn occurred on the abdomen and was described as v shaped. Per the reporter, the physician is suspecting this issue was caused by the grounding pad being faulty and he would like the pad investigated.